Event description:
The pt contacted lifescan (lfs) in 2005 alleging erratic readings on the meter. The pt received a 240 mg/dl. The pt retested and received a 185 mg/dl. The pt took 9u of r insulin based on the 185 mg/dl reading. Readings were taken less than 10 minutes from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. The control solution was opened less than the discard date. The customer care rep walked the pt through two consecutive control solution tests and the results fell outside the specified range. The meter, control solution, and test strips were replaced.